Manufacturer narrative:
Device is a combination product. Date of event was estimated as the date is unknown. Device evaluated by MFR.: synergy ii us mr 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage. A proximal strut was moved from its crimped position. The stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05mar2020. It was reported that crossing difficulties were encountered. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed and no patient complications nor injuries were reported. However, returned device analysis revealed stent damage.